Manufacturer narrative:
Continuation of d10: product ID: {evolutfx-26}}; product lot/serial number: {{(B)(6)}}; product type: {{0195 heart valves}}; implant date: {{(B)(6) 2025}}; explant date: {{na}}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a dissection was suspected extending from the sinotubular junction (stj) to the non-coronary cusp (ncc). It was reported that further examination would be performed at a later date.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [vlv e volutfx-26] product ID [evolutfx-26] serial/lot [(B)(6)] use by date [2026-08-27] UDI (B)(4)]. Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left femoral access site was used for the procedure, and an 18 french non-medtronic sheath was used for the procedure. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. The valve was deployed at a 3 mm implant depth using cuspal overlap view (cov). Additionally, it was unknown what caused the dissection, and it was unknown when the dissection occurred, but it was first observed following the implant of the valve. The patient had pre-existing calcification on the aortic valve and a horizontal aorta that contributed to the dissection.